Manufacturer narrative:
Conclusion: the device was reportedly not working and was explanted. Despite requested no additional information could be retrieved about the circumstances leading to the device removal. However, the investigation showed that the electronic circuits is functional and that the electrodes only show damage which is most likely attributable to the explantation surgery. Based on the available information the reason for the explantation seems to be non device related. This is a final report.

Event description:
The users right device was explanted and the recipient was re-implanted. It was reported that the device was "not working".

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted and the recipient was re-implanted with a competitor device.